Manufacturer narrative:
Approximate age of device - 3 years, 2 months. Device analysis: the pump remains implanted supporting the patient. The report of cosmetic damage to the external jacket of the driveline was confirmed both by evaluation of the returned portion and by the submitted photographs. Two tears in the outer silicone jacket, exposing the underlying bionate layer, were observed approximately 2.5 inches and 9.5 inches from the end of the metal connector, respectively. However, no further damage was identified through the examination of the distal end of the returned portion of the driveline.. Approximately 16.5 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed areas of normal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. High potential (hipot) testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the external jacket of the patient's percutaneous lead (driveline) was cosmetically damaged. There were no device alarms were reported and no adverse impact to the patient. On (B)(6) 2018, the manufacturer's technical services representatives performed a replacement of the external portion of the driveline. Most of the external portion of the driveline was replaced with no issues. The patient was discharged home after the repair. No additional information provided.